Event description:
A surgeon reported an unexpected postoperative refraction (1.5 diopters off target refraction). The surgeon feels the lens was incorrectly labeled. The lens was scheduled for explantation this week. Confirmation of the lens exchange, the model and diopter of the replacement lens and the pt's current condition have been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional info was requested on 03/02/2007 and 03/05/2007. Add'l data was provided on 03/08/2007.